Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose and received a motor error alarm, no delivery alarms and battery out limit. The customer also reported that the act button was unresponsive. The customer's blood glucose was 414 mg/dl at the time of incident. The customer's blood glucose was 446 mg/dl at the end of call. The customer stated that he treated his high blood glucose with manual injections. The customer was unable to complete troubleshooting for the no delivery alarm, motor error alarm and was unable to verify for the battery out limit alarm due to keypad anomaly. The customer stated that the no delivery alarm was resolved by a set change. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad trace. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, missing end cap sticker and cracked lcd window. Unable to performed functional test due to keypad anomaly. Unable to verify excessive no delivery alarm, battery out limit or motor error alarm due to keypad anomaly. Motor passed motor test. Device received with loose/protruded drive support disk. No motor position encoder error alarm on alarm history screen.